Manufacturer narrative:
The reported incident that unknown anchorage screw was alleged of issue s-41 (poor fixation) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The root cause of this positioning issue has been identified as user related. When too much torque is applied during screw insertion, it can happen that the screw goes through the plate. Please note that operative technique an-st-1 en rev 2 anchorage optech reads: "note: all threaded holes can accommodate either locking or nonlocking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm nonlocking screws. Applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported the surgeon and his resident used the anchorage mtp plate ((B)(4)). The resident used to much torque when inserting the 3.0 screw and one of the locking screws went through the plate. The surgeon was not able to back out the screw and therefore did not get the plate to sit flush against the mtp joint. The event was resolved by the putting in additional screws. Although that plate would not sit completely flush, the surgeon was able to achieve adequate fixation by using the other holes in the plate.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported the surgeon and his resident used the anchorage mtp plate (plp10342). The resident used to much torque when inserting the 3.0 screw and one of the locking screws went through the plate. The surgeon was not able to back out the screw and therefore did not get the plate to sit flush against the mtp joint. The event was resolved by the putting in additional screws. Although that plate would not sit completely flush, the surgeon was able to achieve adequate fixation by using the other holes in the plate.